Manufacturer narrative:
The insulin pump had no button error alarm noted during testing. The device had an intermittent act and up buttons response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. It had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address, stained serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer had experienced high blood glucose of over 600 mg/dl and customer was hospitalized. Customer's daughter stated that the insulin pump alarmed button error after exposure to moisture. It was also reported that insulin shoots out of the infusion set tubing and unable to complete the prime process. Customer¿s daughter reported crack on the insulin pump battery compartment. Troubleshooting was performed and completed on all insulin pump issues. The customer¿s daughter was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.